Manufacturer narrative:
Sections with additional information as of 09-aug-2023. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were returned for evaluation. Defect found on returned meter - memory issues. Reported defect not reproduced on returned strips. Product evaluation has been completed. Returned product was forwarded to r&d for root-cause. R&d investigation has been completed and root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-041: user/mechanical stress.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated that she did not recall ever getting the hi on the meter, but she had noticed it when she was going back through the memory; the date it had been obtained was (B)(6) 2023. The customer¿s expected am fasting blood glucose test result is <100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/25/2023 and test strips were open more than a week ago (exact date not provided). The meter memory was not reviewed for previous test result history.